Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report air bubbles in the reservoir. Customer stated they appear over time in the reservoir and are typically large in size. Customer's blood glucose reading was 12.2 mmol/l. Customer performed troubleshooting. Customer was sent replacement reservoirs, and was advised to call back if the issue persisted. Nothing was returned.